Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. Isometrics and pocket manipulation was performed to reproduce the oversensing but to no avail. The lead is scheduled to be revised. The lead remains in use. No patient complications have been reported as a result of this event.